Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed red circles underneath the electrodes, with blisters where the skin is rubbed off. There is no indication that the patient received medical intervention for the irritation. Follow-up with the patient to determine the outcome of the irritation was diligently attempted but the patient could not be reached.